Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A longitudinal balloon tear starting 5mm proximal of proximal markerband and extending 24mm distally was identified. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a vessel. A 6.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during 15th inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The inflation was enough to complete the procedure and no patient complicatons were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a vessel. A 6.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during 15th inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The inflation was enough to complete the procedure and no patient complications were reported.